Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens zxr00v 16.0 diopter was scheduled to be replaced with a competitor lens (2.5 diopter). No further information was provided. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the symfony intraocular lens (model zxr00v +16.0 diopter) the patient became near-sighted. Visual acuity (va) pre-op: 0.6(0.6×s-0.25c-1.00a180). Va one-day post-op: 0.8(1.2×s-0.75) - uncorrected va: 0.5. Va one-week post-op: 0.2(1.0×s-1.00c-0.75a160) - uncorrected va: 0.7. Va one-month post-op: 0.3 (1.0×s-1.50) - uncorrected va: 0.6. Va after three-month post-op ((B)(6) 2018): 0.4(1.2 s- 0.75 c-0.5 a180). No further information was provided.